Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to describe event or problem for more information regarding the specific circumstances of this event.

Event description:
This right ventricular (rv) lead was explanted and replaced with a competitor lead for an unknown product performance anomaly. No additional adverse patient effects were reported.